Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 insulation on the jaws disintegrated and harvester had to open a new kit to complete the case. It started at the tip and became progressively worse. Device was used for radial and gsv harvest. Silicone was removed from the leg using the hemopro as a grasper. All separated material from the jaws was recovered from the patient's leg. No harm to patient .

Event description:
N/a.

Manufacturer narrative:
Trackwise ID #(B)(4). The lot # 3000234005 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06/27/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle. Gray silicone of the jaws and heater wire, and charred material was visible on the hot jaw and heater wire. The silicone coating was visibly peeled off the cold jaw and degraded, with several pieces of it missing. The silicone on the tip of the cold jaw was also missing, leaving the tip exposed. The detached silicone pieces were not returned for evaluation. The silicone of the hot jaw and the heater wire were observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed.